Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter could not be charged due to losing usb cable and ac adaptor. Replacement items were sent to the lay user/patient as a courtesy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.